Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The reported condition was confirmed. The investigation isolated the failure to the calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The unit was re-calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup, the unit had a return electrode monitoring(rem) malfunction. There was no patient involvement.